Manufacturer narrative:
Investigation: per the customer, there was presence of two y connections instead of one on the platelet tubing, between the platelets collection bag and the leuko reduction filter. A leak was found on one of the y connection with no tubing bonded. The donor signaled the leak when seeing blood component on the floor. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported a leak at the y connection between the platelet collection bag and the leukoreduction filter during a platelet collection (pc) procedure. The product was collected from donor. No medical intervention was necessary for the event. The patient information is unavailable at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are still in process. A follow-up report will be provided.

Event description:
The customer declined to provide the patient identifier.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the results of the investigation completed on the returned disposable set, suggest that the root cause is related to a manufacturing issue. This can be attributed, manufacturing abnormality.

Manufacturer narrative:
Investigation: a photo sent by the customer showed fluid in the line just past where the extra y connector is. Two sets of platelet bags were received for investigation. Upon visual inspection an extra y connection was noted on the line to the primary set of platelet bags. It leaked at this point. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The donor is under special monitoring since the donation.